Event description:
The cardiac molecular imaging (cmi) coordinator reported that a new rb-82 generator was received. "After the generator failed two quality assurance tests, the manufacturer was notified for assistance." Cmi coordinator worked with bracco diagnostic inc. All day monday to try to figure out the problem. After further tests and checks, it was discovered that the generator case was leaking from undercarriage. All contamination was contained within the delivery system of the generator so there was no need to perform any spill cleanup and there were exposure rate concerns. The damaged generator delivery system is currently being stored in the ¿hot lab.¿ we are working to return the generator back to the manufacturer and are awaiting instructions. No patients were treated with this generator.